Manufacturer narrative:
The product was not returned. The lens remains implanted. Two images were provided. The first image was blurry and at an angle. The mage showed an implanted single-piece toric lens. The I/a tip was visible on the anterior optic surface. A possible mark was observed on the right near the edge. The second image showed an implanted single-piece toric lens. A possible mark/material was observed. The mark was to the right near the outer edge of the lens and appears to be on the posterior. No other determination can be made from the photo. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified viscoelastic and handpiece were used. Based on our observation of the attached photos, the single piece toric lens has a possible mark or material observed. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The file indicated that the lens remained implanted. Follow up attempts were made and communications occurred regarding the event. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the posterior surface of the optic had a long mark. Additional information was received stating that the lens was left implanted.